Manufacturer narrative:
Updated fields: b4; d8; d9; g2 contact person ¿ mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) stated the device not yet repaired because the customer refused it.

Event description:
It was reported that during use, blood entered the cs100 intra-aortic balloon pump (iabp). There was no harm or injury.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital. Due to character limitation in e1, full event site address: (B)(6). Due to character limitation in e1, full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.